Event description:
It was reported that the customer's insulin pump received a no delivery alarm. The customer's blood glucose level was 262 mg/dl. Troubleshooting was not completed because customer wanted to just change out the infusion set. The customer had been using the same infusion set for six days. Advised customer that the alarm could have been caused by an occlusion in the tubing or site related issue due to leaving the same infusion set for six days. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).